Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high reading. The following month, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests her blood glucose 3 or 4 times per day and manages her diabetes with lantus insulin and oral diabetes medication (glucophage and glipizide). On the original date, the pt woke up at 5:30am. The pt does not usually eat breakfast until 9:30am. At 9:30am, the pt obtained a blood glucose reading of "183 mg/dl" on the subject meter, which the pt felt was inaccurately high compared to her average glucose reading of below "100 mg/dl" at that time of day. The pt decided on her own accord to take one extra pill of glucophage (500 mg) per the elevate reading and ate breakfast. At approx 11am, 90 minutes later, the pt developed symptom of feeling shaky. The pt tested at "186 mg/dl" on the subject meter at the time of the aforementioned symptom. The pt indicated that her symptom did not correlate with the reported symptom of shaky. The pt promptly ate "hard candy" and eventually felt better. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the pt claimed that she developed symptom that can be associate with hypoglycemia after the pt increased her oral diabetes medication per the lfs meter reading. Replacement products were sent to the pt.